Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-02530.

Event description:
Per the clinic, the patient experienced multiple head impacts and subsequently, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.